Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to the receiver does not powering on. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage. The allegation was not undetermined. The probable cause could not be determined. No injury or medical intervention was reported.